Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer changed out the batteries but that did not resolve the issue. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specification. The device was monitored and no blank display anomalies or off no power anomalies noted. Unit passed self test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No loss of memory after battery change or unexpected alarms noted. The device was received stained serial number label and minor scratches on lcd window.